Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported receiving multiple button error alarms on the insulin pump. Blood glucose level was 500 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.